Event description:
Pt reported insulin delivery of infusion device was inaccurate and this resulted in blood glucose of 600 mg/dl. Pt delivered correction bolus through infusion device. Infusion set is changed every 2 days. Target blood glucose is 110-130 mg/dl. Pt was in regular care unit at hospital for 6 days as a result. Infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.